Manufacturer narrative:
At this time, no further information is available. Should additional information become available in the future, we will provide a supplemental report.

Event description:
It was reported that this right ventricular (rv) lead has exhibited elevated, out-of-range shock impedance measurements since 2020. Recently, commanded shock testing was performed, which showed in-range impedance measurements. As the implantable cardioverter defibrillator (ICD) recently declared a normal elective replacement indicator (eri), the physician is considering further integrity testing prior to the routine device replacement procedure, or replacing the lead, and/or implanting a subcutaneous system. At this time, this rv lead remains implanted and in-service. No additional adverse patient effects were reported.